Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address metallosis, thigh pain, and high cobalt chromium levels. Doi: (B)(6) 2009; dor: (B)(6) 2011. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The report states: patient contacted (B)(4) to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. (Left side). Update (B)(6) 2011- the sales representative reported the revision surgery. The patient was revised to address pain. There was a cyst behind the acetabular cup. Doi: (B)(6) 2007 - dor: (B)(6) 2011 the product/lot code were identified. Update (B)(4) 2011 - litigation papers received. There is no new additional information that would affect the investigation. The middle name of the patient was identified in the litigation papers and added to the complaint. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The patient was revised to address pain. There was a cyst behind the acetabular cup.